Event description:
It was reported that the t: slim x2 pump battery would not charge, with the pump screen remaining dark and unresponsive. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to ensure the pump was not plugged into a power source before attempting to restart it. When this failed, the customer was advised to connect the pump to a confirmed working power source and wait at least 30 minutes to see if charging would commence, with further follow-up from technical support planned. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.